Manufacturer narrative:
H11: through follow-up communication livanova learned the following information: the device is cleaned regularly as per the instructions for use; hospital does not use patient reusable blankets; most likely water quality monitoring is applied and the h2o2 is checked every day as prescribed by the IFU, but there are no proof. When the device is not used, it is stored drained; h2o2 is added when the water in the tanks is changed (each 7 days); a disposable pall-aquasafe water filter with an 0.2 m membrane or an equivalent performance filter is used for tap water; prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected; the device surfaces are disinfected after every operation; the 3t aerosol collection set is replaced after the allowed use period; the device is usually placed outside of the operation theatre during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: based on the information collected, most likely water quality monitoring is not applied and the h2o2 is not checked every day as prescribed by the device instructions for use. However this could not be confirmed with evidence.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in australia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.